Event description:
It was reported by the customer the doctor had pierced the breast and was attempting to take a sample when the cutter connections and found pin #2 of the powersense cable from the driver was broken off in the other end of the powersense cable to the suction unit. The dr had to abort the case. There was no pt consequence.